Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Unit received with cracked case on the back at the battery tube area, and battery tube threads.

Event description:
It was reported that the insulin pump had cosmetic damage and had a error on insulin pump when she went for swimming. Customer's blood glucose level was unknown. Customer reported that there was crack on the battery compartment going down. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.